Event description:
I've been having frequent headaches which have never happened before. Noticed when it was time to change dreamstation filters they look dark gray. I checked on phillips website today and my machine is one effected. I have used a cleaner you hook to the end of hose but I did not know. I've had this unit for over a year. FDA safety report ID # (B)(4).